Event description:
N/a

Manufacturer narrative:
The correction of g2 report source deems required. This is based on the internal evaluation. Previous g2 report source foreign, health professional, user facility, company representative corrected g2 report source foreign, company representative it was reported that during preventive maintenance, the cs100 intra-aortic balloon pump (iabp) shutdown when disconnected from the main power supply. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) evaluated the unit, it was determined that the batteries had reached the end of their service life. The customer could not supply the part and therefore service was closed, should more information become available the information will be updated.

Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). Due to characterization limit e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 shuts down when unplugged. It was determined that the device shuts down when disconnected from the mains voltage during maintenance. It was determined that the device's batteries have reached the end of their lifespan. There was no patient involved.